Event description:
The customer reported the shock button does not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the shock button does not work. There was no reported pt involvement. The symptom could not be duplicated and the device passed all testing. The reported symptom was caused by a delay in response time by the customer when prompted to press charge button during opcheck. We are considering this issue to be the result of user error, not a malfunction.